Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/13/2020. Additional h6 device code: 4004. Additional h3 investigation summary: it was reported that in an unknown procedure monocryl 4-0 on reverse cutting needle (ps-2) (y426) suture came in with arm needle. Usually it has only one needle as also indicated on the package. One open sample of product code y426, lot pkz570 was received for analysis. During the visual inspection of winding former, no product mix was noted. However, an extra needle/suture combination was observed; resulting in a wrong number of components in the package, this is different than the requirements for the product y426 of a strand per package. This defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 05/20/2020. A manufacturing record evaluation was performed for the finished device pkz570 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, it was noticed that instead of the suture with reverse cutting needle, it came in with arm needle, which usually it has only one needle as also indicated on the package. Issue was discovered shortly after circulating nurse handed it off to scrub nurse. There were no patient consequences reported.